Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, diabetes mellitus, infection. Chronic inflammation buccal of the implant due to infection of the augmentation (not recognizable before reopening, but delayed wound healing).